Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence. The physician believes the original cuff was too large and loose around the urethra, and this was what contributed to the recurring incontinence. A revision surgery was performed at which time the original cuff was explanted and a new cuff was implanted. There were no further patient complications.

Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Improperly sized cuff and incorrect tubing lengths are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu instructs to remove improperly sized cuff. Resize the urethra with the cuff sizer and implant the proper size, if the cuff is too tight or too loose. The dfu also states, cut the tubing length to fit the patients anatomy with clean, straight scissors, making sure the cut end is square. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent size related complications. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.